Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient dosed insulin based on the continuous glucose monitor (cgm) reading of 20.5 mmol/l. He then performed a blood glucose (bg) check and found it was 8.2 mmol/l. His bg rapidly dropped to 1.8 mmol/l. He exhibited symptoms of sweating, feeling tense, and lack of concentration. He drank 200 ml of orange juice, ate 10 (B)(6), and a candy bar. His glucose level then rose to 6.8 mmol/l. At the time of contact, the patient was feeling fine. The reported allegation falls within the c zone of the parkes error grid. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation. No additional event or patient information is available.